Event description:
Customer reported that he had been experiencing high blood glucose levels since the night before the call. Troubleshooting showed that the insulin pump was functioning properly. The high blood glucose levels may have been due to a possible site or set occlusion. Blood glucose level was 280 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.